Event description:
It was reported that the health care professional (hcp) requested assistance to program this cardiac resynchronization therapy defibrillator (crt-d) system into magnetic resonance imaging (MRI) protection mode. Technical services (ts) reviewed the system and confirmed that it was non-MRI conditional due high out of range pacing impedance measurements greater than 3000 ohms on this right atrial (ra) lead. The plan is to further evaluate this lead. No adverse patient effects were reported. This ra lead remains in service.